Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "surgeons stated that when he pulled the bag from the umbilicus trocar site, the bag opened and three pieces came off". Pt status: alive - fine.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, four sterile samples were provided. Engineering tested the units and found that they functioned as intended. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause could not be determined as engineering was unable to replicate the incident. This document represents our final report.